Event description:
Staple load from packaging loose when removed from package. Staff attempted to put load back in for operation. When placement into port began load popped back out. A new load was placed and the same result occurred. The stapler is too loose for use. No patient harm occurred.